Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that electrosurgical knife tip fell off. The event occurred during a diagnostic endoscopic submucosal dissection (esd) procedure. The tip was retrieved from the patient¿s body. The procedure was delayed by 10 minutes however completed using a similar device. There were no reports of patient harm. Translation of inquiry record determined as a complaint done by triage complaint evaluator zhengren lv fluent in english and japanese on 10-feb-2025.

Event description:
It was reported that electrosurgical knife tip fell off into the patient's fundus (part of the stomach) and was retrieved using a gripping forceps. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to event type and outcome, additional event information, and the results of the legal manufacturer's final investigation. Corrected fields: b1, b2, h5, h8. Updated fields: d8, h1, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed, but the tip did not detach due to adhesive failure. Instead, the cutting knife broke, causing the broken knife, including the tip, to fall into the patient¿s body. In addition, the following reportable malfunctions were identified during the device evaluation: fracture (cutting knife was broken near the distal end cover) and breakage area of the cutting knife was burnt and melted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Spark discharge between the tissue and the cutting knife occurred during output activation due to the following: the output setting for activation was too high; the electrosurgical unit was used in the coagulation mode; or, the output activation time was too long. 2. The discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. 3. During tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.